Event description:
While attempting to do cardiac parameters at 1600, pt stated, "my butt is getting wet". I noted a pinhole in the cvp [central venous pressure] port. When I pushed fluid in, it leaked out the hole. This led to some bleeding back through the catheter. The swan ganz was discontinued but the introducer was left in place.